Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during prophylactic explant of the right ventricular lead, an insulation break was noted on the atrial lead the lead was explanted and replaced.